Manufacturer narrative:
(B) (4). The ge service rep reconnected the main cable on the system. The unit operates as intended.

Event description:
The customer reported that the image did not display on the stenoscope. No pt injury was reported.